Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error code 41786. The event occurred during testing. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.